Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted dried blood body fluid in the lead lumen. A laboratory test wire was inserted in the lead but could be advanced no further than approximately 59 mm from the terminal pin. Analysis confirmed the presence of foreign material within the lead lumen in this area. Testing of the foreign material confirmed it was a combination of coagulated bodily fluid and polymer as a result of the guide wire/lead interaction. This was confirmed to be the root cause of the difficulty experienced advancing the whisper wire in the field.

Event description:
Boston scientific received information that during the implant of this lead, it was not possible to advance the whisper wire after multiple attempts. The lead was not implanted and was returned for analysis. No adverse patient effects were reported.